Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient developed painful and dangerous complications. Update: (B)(6) 11 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. Medical records were also received, which indicate that patient was implanted with pinnacle products, not asr as previously mentioned. Complaint has been reopened for further investigation.

Manufacturer narrative:
(B)(4).